Event description:
Unstable hip ring broke on constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a trident constrained liner was reported. The event was confirmed. No inspection was possible as the device was not returned. Clinician review of the provided x-ray confirmed the reported event. The report indicated "there is no evidence available to suggest that device-related factors have played a role the most probable root cause for this event is an adverse mix of patient-related and procedure-related factors"device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other events have been reported for the manufacturing lot. The most probable root cause for failure in this event is an adverse mix of patient-related and procedure-related factors with a plausible explanation for the failure scenario on the basis of clinical and biomechanical arguments.

Event description:
Unstable hip ring broke on constrained liner.